Manufacturer narrative:
A boston scientific technical services consultant stated that this sounds like the right ventricular (rv) lead had the slack taken out of it and the distal coil is pulled back towards the atrium. The caller stated that he did get varying r-wave measurements which indicates they are likely getting the true qrs complex once and then oversensing occurs from the atrium. The caller will program off tachycardia therapy and a chest x-ray was requested to see the location of the leads. The patient may be twiddling due to his mental state. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is in a nursing home and is not completely coherent. Device evaluation was requested which showed an as spike on the shock channel and as and vs occurring at the same time followed by another vs. No adverse patient effects were reported.